Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al9592 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparotomy on (B)(6) 2019 and suture was used. During the procedure, the suture was released from the needle (unscrewed) at the time of surgical knot. A like device from the same product code was used to complete the procedure. There were no adverse patient consequences reported.